Event description:
Intuitive surgical, inc. (Isi) became aware of a digestive and liver disease article titled, ¿percutaneous microwave ablation versus robot-assisted hepatectomy for early hepatocellular carcinoma: a real-world single-center study¿ (ding, w., yu, j.,et al., 2021). Within the journal article, operative complications involving a da vinci surgical procedure were noted: "the rh group had seven (4.3%) severe complications. Three patients (clavien-dindo grade IV) entered the ICU after surgery due to uncontrollable fluctuating blood pressure (2 patients) and massive blood loss (1 patient), and four patients (clavien-dindo grade iii) had severe postoperative bleeding (2 patients), hemothorax (1 patient) or bile leakage (1 patient)." Isi has reached out to the author to obtain additional information but has not yet received a response.

Manufacturer narrative:
There was no report or allegation from the customer of a specific deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. Site history complaint review was unable to be conducted at this time due to lack of instrument detail and lack of specific event/procedure detail. Unable to conduct system or instrument log review due to lack , system, procedure, and instrument detail. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: within the digestive and liver disease article titled, ¿percutaneous microwave ablation versus robot-assisted hepatectomy for early hepatocellular carcinoma: a real-world single-center study,¿ operative complications involving da vinci-assisted hepatectomy procedures were noted. The complications included uncontrollable fluctuating blood pressure (3 patients), massive blood loss (1 patient), severe postoperative bleeding (2 patients), hemothorax (1 patient), or bile leakage (1 patient). The root causes of the complications are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
Intuitive surgical, inc. (Isi) became aware of a digestive and liver disease article titled, ¿percutaneous microwave ablation versus robot-assisted hepatectomy for early hepatocellular carcinoma: a real-world single-center study¿ (ding, w., yu, j.,et al., 2021). Within the journal article, operative complications involving a da vinci surgical procedure were noted: "the rh group had seven (4.3%) severe complications. Three patients (clavien-dindo grade IV) entered the ICU after surgery due to uncontrollable fluctuating blood pressure (2 patients) and massive blood loss (1 patient), and four patients (clavien-dindo grade iii) had severe postoperative bleeding (2 patients), hemothorax (1 patient) or bile leakage (1 patient)." Isi has reached out to the author to obtain additional information but has not yet received a response.

Manufacturer narrative:
There was no report or allegation from the customer of a specific deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. Site history complaint review was unable to be conducted at this time due to lack of instrument detail and lack of specific event/procedure detail. Unable to conduct system or instrument log review due to lack , system, procedure, and instrument detail. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: within the digestive and liver disease article titled, ¿percutaneous microwave ablation versus robot-assisted hepatectomy for early hepatocellular carcinoma: a real-world single-center study,¿ operative complications involving da vinci-assisted hepatectomy procedures were noted. The complications included uncontrollable fluctuating blood pressure (3 patients), massive blood loss (1 patient), severe postoperative bleeding (2 patients), hemothorax (1 patient), or bile leakage (1 patient). The root causes of the complications are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.